Event description:
As reported, the patient had an initial left tka on (B)(6) 2016. This case was scheduled as just a poly exchange due to the recall. Once the surgeon dissected down he realized the femur was falling off and there was lots of osteolysis, so he revised to competitor's devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 2504778, 02-012-35-3513 - logic tibia ps mod insrt sz 3.5 13mm. 4159884, 204-34-02 - fluted stem extension 25l x 14 mm. 4250804, 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t. 4279787, 200-02-32 - three peg patella 32mm. 4285661, 204-70-00 - tibial stem ext. Screw. H7: z-0021-2022 for 2504778. 02-012-35-3513 - logic tibia ps mod insrt sz 3.5 13mm.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The reason for the revision reported may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: d10, h6 clinical code. D10: (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 204-70-00 - tibial stem ext. Screw.